Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The transmitter communicated properly with the insulin pump. No sensor anomaly was noted. No error alarms were noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
The customer reported lost signal with the sensor. Customer blood glucose was 84 mg/dl. Customer stated received rf pic failed self test alarm and external flash error alarm. Troubleshooting was done and insulin pump failed self test. Advised customer the insulin pump would be replaced. No further information provided.